Event description:
Report received claiming that the leg supports on the sara 3000 were unstable. The pt involved fell despite the safety belt being attached.

Manufacturer narrative:
Add'l info will be provided upon incident report reception and conclusion of the MFR's investigation.